Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The oxygen flush valve was replaced to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported a malfunction causing the oxygen flush valve to stick open resulting in the potential of over delivery of pressure in the patient circuit. There was no report of patient injury.